Event description:
The explanted generator was received and product analysis is underway.

Event description:
Product analysis was completed on the returned generator.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that an output current error message was observed. The device showed a battery reading of 75-100% and an impedance of 1731 ohms on 11/01/2024. The output current on the normal mode was 2.75ma and was turned down to 1.5ma and then 1ma and on both occasions the device still reported low output current warning. The patient can reportedly feel magnet stimulation. An update was received reporting that the patient's seizures deteriorated resulting in the explant of the device. No error code was reported to be seen during the interrogation. The believed cause of the increased seizures is due to the low output current. Nothing else has contributed to the increase in seizures and no other troubleshooting was completed prior to the explant. The device has not yet been received into product analysis to date. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date.